Event description:
The lay reporter / father contacted lifescan (lfs) (B)(6) on (B)(6) 2011 alleging that the trigger mechanism on his son's one touch mini lancing device was broken. The reporter mentioned that there was an issue with the cocking of the lancing device. The reporter mentioned that the patient was having an issue with the lancing device for about 2 weeks and has been unable to test his blood glucose. The patient had been using the lancing device 18 months prior to the alleged issue. On (B)(6) 2011, the patient went out with his friends and did not eat anything before consuming alcohol. When the reporter arrived home, he found his son in the bathroom at 4:00am on (B)(6) 2011 in a semi conscious state, where he was sweating, shaking and his eyes rolled back. The reporter treated with the patient with an entire tube of dextro gel and also tried to give him 3 1\4 cup of lucozade to try to elevate the patient's blood glucose levels. The reporter stated that the entire episode only lasted a few minutes and is not sure how long customer was semi conscious for. Reporter could not test the patient using his meter since the patient's lancing device being broken. The reporter tested the patient using his mother's non-lfs meter and obtained an 11.0 mmol/l (198 mg/dl). No further medical treatment was required. Lancing device was replaced and requested back. Lifescan (lfs) also sent the patient two additional spare meters with lancing devices for the patient as a backup. The complaint is being reported since the reporter mentioned that due to broken lancing device, the patient has been unable to test his blood glucose for about two weeks and later developed symptoms suggestive of a serious injury based on lfs definition and had to be treated by his father with glucose gel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.